Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 29 colony forming units (cfus) of klebsiella aerogenes, klebsiella oxytoca, and providencia rettgeri. Two days later, the channels were sampled again and tested positive for 1 cfu of serratia marcescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is salvanios premium and the automated endoscopic reprocessor (aer) used is wassenburg wd440 adaptascope. The air/water channel, axuiliary channel, and balloon channel were aspirated and flushed with water. The aer detergent is wassenburg endohigh detergent and the aer disinfectant is wassenburg zendohigh paa. The storage practice is using a plasma typhoon, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 2 cfus of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cap cover insulation did not meet the threshold, the light guide cover lens and charged coupled device cover lens were chipped, the bending section rubber glue was worn out, the up/down angulations were less than the specified value and the biopsy channel was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.